Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized last week for a high blood glucose in the 700 mg/dl range and diabetic ketoacidosis. The patient was going to change her set before going to bed, but she went to sleep and was without the insulin pump for 24 hours. No further details were provided for the hospitalization, and no products were returned or replaced.